Event description:
A patient was to receive cytoxan with mesna over 1 hour. The pre-flush was given over 15 minutes and the chemo infusion was started. 250ml was set to go over 1 hour. One of the family members noticed the bed getting wet and it was found that the chemo tubing had a hole in it and leaked cytoxan/mesna.